Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles presented within the side port and there was visible blood and air in the tuoy and manifold tubing. During a cryoablation procedure to treat persistent atrial fibrillation (af), a polarsheath was selected for use. Upon insertion of the catheter into the sheath, bubbles were noted in the side port. After aspiration, visible bubbles and air were seen in the tuoy and manifold tubing. The sheath was replaced, resulting in a decrease in air bubbles and successful aspiration, with no backup into the manifold or tuoy. The procedure was completed successfully without patient complications. The device has been disposed of and is therefore unable to be returned for analysis.